Event description:
It was reported that when trying to cross a total occlusion in the popliteal and sfa with the victory, it got stuck into calcium and was difficult to retract. The tip was then noted to be stuck and detached in the calcium and became separated from the body of the wire. The rest of the wire was removed and the tip was eventually stented into place. There were no patient complications. Procedure completed successfully. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: none what is the next course of action?: stent in place , which was done patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered event date: 2026-6-25 as reported device codes: 1346: difficult to remove, 1188: detachment of device or device component as reported patient codes: 9289: unretrieved device fragments (udf)

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.